Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc221870e0. Model: sc-2218-70e. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc235250e0. Model: sc-2352-50e. Serial: (B)(6). Batch: (B)(6) UDI:(B)(4) / (B)(4).

Event description:
It was reported that the patient went to the emergency department to have the trial leads pulled out due to drainage at the lead site.

Event description:
It was reported that the patient went to the emergency department to have the trial leads pulled out due to drainage at the lead site. Additional information was received that the trial leads were discarded per hospital policy.